Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: the display was dim and discolored.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data revealed record of ¿loss of prime¿ associated with cartridge reload only. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The force sensor was found to be within specifications. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The pump was exercised for 24 hours with no issues. The display was noted to be dim and discolored. A test display was attached to the pump and illuminated properly was clearly legible.